Event description:
A user facility reported that an lma failed to remain inflated during pt use. The physician removed the lma and replaced with another device. There was no pt injury or problem. The mask was discarded by the user facility and will not be returned. Add'l info is not expected.